Event description:
It was reported during the implant procedure that there was a "stimulation defect" during implant. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however, the lead was stretched, the outer insulation was breached/cut, there was an outer insulation cosmetic depression and the proximal conductor was distorted. The proximal conductor was distorted on visual inspection.